Event description:
It was reported that a 6f angio-seal was selected for use. The device did not deploy properly causing a tear and dissection in the left femoral artery. The pt was taken to the operating room for repair. No additional info is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided by st jude medical, the cause for the reported event could not be conclusively determined.